Manufacturer narrative:
All buttons functioned properly and no damage was noted on the keypad assembly. No button error alarm. No keypad connector was unlocked. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's grandmother that their insulin pump was alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped, but may have been exposed to moisture. Customer's blood glucose level was 242 mg/dl at time of reporting. Nothing further reported.